Manufacturer narrative:
Concomitant product: dtba1q1, ICD, implanted: (B)(6) 2016. Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the left ventricular lead had a micro-dislodgement into an anterior branch. The threshold was also high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead function was poor due to the high pacing thresholds. Multiple attempts for reprogramming were made prior to replacement. The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.